Event description:
It was reported that the right ventricular (rv) lead had a pacing impedance of zero. Follow up with the physician's office indicated that during the in office visit the measurement was taken a second time and was normal. The lead remains in use. No patient complications have been reported as a result of this event.